Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the proglide closure device malfunctioned. A percutaneous transluminal angioplasty (pta) was required to the femoral right artery at the level of the closure device application. No additional adverse patient effects were reported. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).